Event description:
It was reported that there was emergency vvi 65 pacing in both the programmer and the analyzer, as well as "extreme" noise. The analyzer was changed out but there was still similar noise. It was further reported that the pacing rate jumped to 70 beats-per-minute without any adjustment to the programmer or analyzer having been made. The analyzer and programmer were returned for service. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the noisy electrocardiogram (ECG) signal was due to a loose ECG connector on the link electronic module (lem) circuit board. It was also noted that the power cord door was removed from the power cord bay. (B)(4): analysis found that the patient input connector pins on the analyzer appear to be damaged.